Event description:
It was reported by service report that the cot dropped when unloading it from the ambulance with a patient. The patient suffered small bruises, however no medical intervention was reported. No defect found.

Manufacturer narrative:
It was reported that the patient that was on the cot at the time of the event sustained minor bruises that did not require medical intervention.

Event description:
It was reported by service report that the cot dropped when unloading it from the ambulance with a patient. The patient suffered small bruises, however no medical intervention was reported. No defect found.